Event description:
The pt with a history of advanced osteoarthritis, complex medial meniscal tear, adult-onset diabetes and hypertension had completed a course of three weekly injections of hylan g-f 20 (nine and seven days apart) for the treatment of osteoarthritis of the left knee. Geralized knee swelling, warmth, and mild erythema developed between the first two injections. The knee inflammation persisted, and erythema and swelling in the leg, swelling in the foot, parathesias of the dorsum o f the foot, and small posterolateral knee lump (documented as an expanding painful mass of two months' duration) that subsequently began to enlarge developed between the second and third injections. MRI showed a nonspecific soft-tissue mass. The pathologist suspected a diagnosis of myxoid sarcoma. Histollogy of the tissue showd a cellular infiltrate within a myxoid ground substance that appeared to dissect through surrounding fibrous connective tissue. The cells showed mild to moderate nuclear atypia. Rare mitotic figures were identified. The pathologist interpreted these findings as a low-grade fibromyxoid sarcoma. These symptoms eventually prompted the evaluation that led to the excisional biopsy. On physical examination, the excisional biopsy wound was found to have dehisced and was draining serous fluid. There was no palpable mass, but there was diffuse swelling lateral to the left knee. A new MRI scan, acquired nine weeks after the first scan demonstrated extensive fluid-filled cysts with surrounding inflammation encompassing the posterior and lateral aspects of the knee. Computed tomography of the chest, abdomen, and pelvis showed no metastatic disease. An exploration of the still-open wound was proposed for repeat biopsy. At surgery, myxomatous material was identified deep to the previous surgical field in multiple cyst-like spaces. No discrete mass was found. The personeal nerve was surrounded by fibrous tissue. Histologic exam revealed fibro-inflammatory tissue with little myxoid material. The bulk of the tissue exhibited fibrosis, chronic nongranulomatous inflammation, and small reactive vascular channels. The pathologist interpreted the lesion as being reactive, inflammatory tissue rather than a malignant tumor. One year after the final resection of the cysts, the pt had a healed wound but advanced symptomatic osteoarthritis of the knee. No recurrence was palpable. Repeat MRI demonstrated resolution of the cystic inflammation without a recurrent mass. The authors concluded that a lateral popliteal cyst was a part of a generalized intra-articular inflammatory reaction to viscosupplementation; this cyst ruptured, exposing the posterolateral periarticular tissues to dissecting volumes of inflammatory synovial fluid, resulting in an inflammatory mass also reported as a large cystic mass with sarcoma-like pathologic features in temporal association with a course on intra-articular viscosupplementation with hylan g-f 20.